Manufacturer narrative:
Additional information: it was later confirmed that it was considered that the launcher is not relevant to the spine dislodging/being pushed into the lcx artery. Annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: multipolar catheter entrapment in a mechanical mitral valve and successful retrieval of a sheared spine straying into the coronary artery. Authors: chisa asahina, satoshi nagase, masashi fujino, yasuhide asaumi, teruo noguchi, kengo kusano. Journal name: heart rhythm society year: 2022 reference: doi.org/10.1016/j.hrcr.2022.09.016. Event date: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled "multipolar catheter entrapment in a mechanical mitral valve and successful retrieval of a sheared spine straying into the coronary artery". A patient with a non-medtronic (mdt) mechanical bileaflet mitral valve (mv) underwent catheter ablation for atrial tachycardia (at). During the operation, a maze procedure and left atrial appendage resection were added because of the previous history of atrial fibrillation (af). Preoperative echocardiography showed that the bileaflet prosthetic function remained normal. Three-dimensional electro-anatomical mapping using a multipolar catheter and radiofrequency application using an ablation catheter were performed using non-mdt devices. A non-mdt multi-polar catheter mapping demonstrated that induced ats were macroreentry-associated with the incision line in the right atrium, and radiofrequency applications were applied to create a complete conduction block across the critical isthmuses. As the possibility that the clinical at was originated from the left atrium (la) could not be ruled out, trans-septal access was achieved using a radiofrequency needle. A non-mdt 8.f non-steerable sheath was introduced, and la mapping was performed. Despite careful mapping around the mechanical mv, one of the non-mdt multi-polar catheter spines suddenly became entrapped in the mechanical mv. Fluoroscopic images revealed that one of the multi-polar spines was entrapped between the disc and the orifice ring, and the c over of the spine was torn and connected to the catheter body only by the metal wire. The ipsilateral disc was fixed in a closed position, and the patient¿s vital signs were stable. An additional trans-septal puncture was performed cephalad of the first puncture site, and the non-mdt steerable sheath was inserted into the la. An attempt was made to release the entrapped spine by advancing the ablation catheter toward the stuck disc with the support of the steerable sheath, and pushing on the hinge portion of the disc with the catheter tip. Although the stuck and closed disc was considerably opened, the deeply entrapped spine between the disc and the orifice ring was not released. Next the shaft of the non-mdt multi-polar catheter was advanced toward the left ventricle. Immediately thereafter, the entrapped catheter was extracted, but the wire was sheared off and the spine floated through the valsalva sinus and strayed into the coronary artery. Coronary angiography via the right femoral artery showed that the spine was at the proximal segment of the left circumflex artery (lcx). Coronary intervention specialists were requested. An 8f launcher guide catheter was engaged in the left coronary artery and a non-mdt guidewire was crossed into the lcx segment with the spine. Although the guidewire was carefully manipulated, the spine moved easily into the peripheral lcx. It was attempted to grasp the spine with a non-mdt snare but the originally attached microcatheter with the snare pushed the spine further into the distal lcx because it was difficult to advance the original snare system into the peripheral lcx on the percutaneous coronary intervention (pci) guidewire. Next, a 4.0mm snare with a non-mdt1.8f pci micro-guide catheter was employed instead of the originally attached micro-catheter to advance the distal lcx on the guidewire smoothly and grasp the spine, which was successfully retrieved into the guide catheter. Final coronary angiography confirmed that there were no remnants in the coronary arteries. Fluoroscopic images showed no restriction of mechanical valve mobility. A computerized tomography scan showed no residual foreign material throughout the body and no findings suggestive of acute cerebral infarction or systemic embolism. A detailed physical examination confirmed the absence of obvious paralysis or other neurological abnormalities. Transthoracic echocardiography after the procedure revealed that there was no significant change from the preoperative period, including mechanical valve function. The patient remained free of at/af at the 3-month post procedure outpatient visit.